Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one week post-implant this right ventricular (rv) lead exhibited increased/high pacing thresholds. A chest x-ray was performed showing the lead to be tensioned without slack. A revision procedure was performed the following day wherein the lead was successfully repositioned with additional slack. No adverse patient effects were reported. This lead remains in service.